Event description:
Following weight loss, the patient presented to the physician with wound dehiscence at the neck incision site, and the lead eroded through the skin. Physician prescribed antibiotics.